Event description:
The customer contact reported a leak; resulting in a delay in critical therapy. The device was being used to deliver an unspecified pain medication via an unspecified patient controlled analgesia pump. After an unspecified length of time, it was reported that the patient became "increasing diaphoretic as her pain increased." It was reported that the patient's pain level was 10 out of 10. It was reported that solution leaked from an unspecified location of the device. No medical interventions were reported. Though requested, no additional information was provided including if the device was replaced and the therapy was resumed.

Manufacturer narrative:
Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.